Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed that the cgm was reading both high and low. The patient reported the following discrepancy: cgm was reading at 50 mg/dl and blood glucose meter was reading at 110 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.